Event description:
It was reported that during an unknown procedure, the device seemed to partially staple. The customer stated that during the stapling of the dorsel vein complex, the device cut completely but only partially stapled . No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Event description:
On 14 jul 2010, the nurse reported via telephone that on (B)(6) 2010, the pt went to the emergency room for increasing pain to the wound area and fever. On (B)(6) 2010, the pt underwent surgery for incision and drainage of the wound under general anesthesia. During the procedure, the surgeon found a piece of foam approx 18cm x 10cm. The foam was removed and the wound debrided. On (B)(6) 2010, the pt was discharged from the hosp in satisfactory condition.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload present. The cartridge reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Batch history review has been completed with no anomalies reported.